Manufacturer narrative:
Additional information b5, d5 h6. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information received via email 01-nov-2021: date of event updated, reporter found units in biomedical workshop with broken stickers, to their knowledge, no patient injuries occurred, and reported issues did not occur while in use with a patient.

Event description:
It was reported the device was not heating. The reporter stated the issue was found during testing with no patient involved.